Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via regulatory agency, ¿rupture, chest pain¿ and ¿breast pain¿. The following reported events have been deemed not device related as there is no currently known medical chain of causality that would reasonably relate these events to the device: ¿migraines¿, ¿extreme fatigue¿, ¿joint pains¿, ¿ibs¿, ¿neck pain¿, ¿back pain¿, ¿calf cramps¿, ¿insomnia¿, ¿brain fog¿, ¿early menopause¿, ¿weight gain¿, ¿autoimmune issues¿, ¿have been diagnosed with me [myalgic encephalomyelitis/chronic fatigue syndrome] as well¿, ¿consistent headaches¿, ¿tinnitus¿, ¿electric shock pains all over¿. This record represents the right side. The device remains implanted.